Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the black handle of an unknown mynxgrip vascular closure device (vcd) separated from the wire, but remained in one piece. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device did not separate inside the patient. The handle separation happened before balloon retrieval. The balloon was partially deflated. The balloon was prepped with 50/50 contrast. The deployer was pinching/pinning the balloon with the advancer tube. The balloon was not inverted. A 6f 11 cm non-cordis sheath was used. Access was obtained by ultrasound guidance. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The vcd was used in an interventional procedure with an antegrade approach. The deployer is in training with the mynx. Other procedural details were requested but were not provided. The user did not preserve the product; therefore, it will not be returned for evaluation.

Event description:
As reported, the black handle of an unknown mynxgrip vascular closure device (vcd) separated from the core wire; but, remained in one piece during deployment and did not break. The balloon was partially deflated itself so it could be removed and pulled through the access site partially deflated. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device did not separate inside the patient. The handle separation happened before balloon retrieval. The balloon was partially deflated. The balloon was prepped with 50/50 contrast. The deployer was pinching/pinning the balloon with the advancer tube. The balloon was not inverted. A 6f 11 cm non-cordis sheath was used. Access was obtained by ultrasound guidance. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The vcd was used in an interventional procedure with an antegrade approach. The deployer is in training with the mynx. Other procedural details were requested but were not provided. The user did not preserve the product; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the black handle of an unknown mynxgrip vascular closure device (vcd) separated from the core wire; but, remained in one piece during deployment and did not break. The balloon was partially deflated itself so it could be removed and pulled through the access site partially deflated. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device did not separate inside the patient. The handle separation happened before balloon retrieval. The balloon was partially deflated. The balloon was prepped with 50/50 contrast. The deployer was pinching/pinning the balloon with the advancer tube. The balloon was not inverted. A 6f 11 cm non-cordis sheath was used. Access was obtained by ultrasound guidance. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The vcd was used in an interventional procedure with an antegrade approach. The deployer is in training with the mynx. Other procedural details were requested but were not provided. The user did not preserve the product; therefore, it was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿catheter-catheter detachment¿ could not be observed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported event of the handle separating from the core wire. However, procedural/handling factors (such as applying excessive tension) possibly contributed to the issue experienced since there were no issues noted during prep of the device and the user of the device was in training at the time of use. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.